Event description:
MFR received a report from a user alleging that while using the chair the curved links on the back broke and the user fell to the ground. No injury was reported. The enduser stated was sore.